Event description:
After starting the patient's carboplatin chemotherapy, it was noted that the chemotherapy was leaking from the y site. Pump was immediately stopped, disconnected and no chemo was spilled on the patient. Pharmacist on the floor was notified and chemotherapy remade. Manufacturer response for IV tubing, continu-flo solution set with duo-vent spike (per site reporter).